Manufacturer narrative:
Investigation conclusion: customer's complaint of discrepant low d-dimer was not replicated with in-house testing on retain lot w60288. Lot performed as expected. Reviewed the batch record for lot w60288. Lot met all ous final release specifications. No sample was returned, unable to determine root cause of customers discrepancy. Product deficiency was not established. As of 2/8/2016, this is the only complaint of discrepant low against lot w60288.

Event description:
Event occurred in (B)(6). Report received of triage false negative results for triage d-dimer panel. No confirmatory results were reported. D-dimer result reported to be 302. Reportedly, patient diagnosed with vte/dvt (confirmatory method unknown) and was referred to hospital. Although requested, no additional information provided. No reported adverse patient sequela.